Event description:
During a paroxysmal supraventricular tachycardia procedure, a heart block occurred which resolved on its own. In voxel mode, a discrepancy was noted between the position of the aml catheter as visualized on the cineangiography system and its position on the ensite x. During mapping with the advisor hd grid catheter, the catheter position did correspond with the cine image. This inconsistency was also observed when the ablation catheter was inserted and additional mapping was performed. However, when the catheter was repositioned to the target site for rf delivery, its position no longer aligned with the cine image. The catheter appeared slightly closer to the his bundle on the image, but rf delivery was performed based on the ensite guidance. As a result, an av block occurred and persisted for about 20 seconds. The av block subsequently resolved, and no health complications were observed in the patient. The procedure was completed using cine guidance for ablation. The patient gradually recovered over time and had almost fully recovered by the time of exiting the procedure room. No av block was observed on the ward, the following day.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block remains unknown.

Manufacturer narrative:
Additional information: g3, h2, h6.